Event description:
Customers wife gave customer unknown amount and type of insulin due to 362mg/dl result. Customer became hypoglycemic, and the paramedics were called based on his symptoms. Customer treated with glucose tube by the paramedics. New system sent to customer and return requested. See attached medical opinion for rationale for serious injury.